Event description:
The following was reported through a review of the article titled, ¿trabecular microbypass stent combined with phacoemulsification in patients with open-angle glaucoma, 1-year outcome in a taiwanese population." Reportedly following cataract plus trabecular microbypass stent procedures in a total of twenty-eight (28) eyes in twenty-five (25) patients, stent mispositioning occurred in one (1) eye which required surgical repositioning six (6) months postop. Additionally per report, four (4) eyes developed postop stent obstruction by iris tissue, which were successfully treated with yag laser. Any omitted information was not available through follow-up at the time of report. Please see attached article for further details. Reference doi:10.4103/2211-5056.364567. This report references the cases of peripheral anterior synechiae (pas) associated with stent obstruction.

Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling and risk management file was completed. Stent obstruction is a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: 40510-1. Please reference report 2032546-2024-00007 for the case of malpositioned stent.